Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the difficulty getting csf and the serial numbers of the device were unknown. It was unknown if the patient experienced any symptoms and if any troubleshooting was performed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for use was intractable spasticity. It was reported on 2015-09-10 that on (B)(6) 2011 during a catheter revision [see manufacturer¿s report 3004209178-2011-00641]. The hcp had difficulty getting cerebrospinal fluid flow (csf) through the replacement catheter. It was reported that an attempt was made to place two catheters in the upper lumbar spine but due to extensive scar tissue free flow of csf was not obtained although initial csf was seen. Therefore, the incision was extended inferiorly and a needle was passed into the l5-s1 interspace allowing the catheter to be passed ventrally to approximately the t10 level. Spontaneous csf flow was seen. It was noted that the catheter was then secured to the fascia in two locations, was tunneled into the abdomen, and reconnected to the pump. The pump was set to 600 mcg/day and the wounds were irrigated with bacitracin containing solution and closed. The patient was stable and transferred to the post anesthesia care unit. It was estimated that the patient lost 100 cc of blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.